Manufacturer narrative:
Per -(B)(4) final report. In order to progress with the investigation of this event, corin requested the device details, operative notes, patient age and activity level, and patient medical history, but they were not provided. It was found that the patient was a 57-year old female. Post-surgery xrays were provided: their examination showed that the stem size could have been sized up at implant, and confirmed the subsidence 4-6 weeks after surgery. It was also confirmed that no revision occurred and that the patient was not symptomatic. The device details were provided and thus the relevant device manufacturing records were identified and reviewed. All parts conformed to dimensional and material specifications at the time of manufacture. The rootcause of the event is established to be related to the size of the stem. Based on this, corin now considers this case closed. Please note: the date of the event is unknown as the date on which the subsidence was observed was not provided. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Subsidence of trifit cf stem - patient may require a revision.

Manufacturer narrative:
Per 2433 initial report. Additional information has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Subsidence of trifit cf stem patient may require a revision.